Manufacturer narrative:
Product information was not provided. Manufacture date could not be determined.

Event description:
A customer in the (B)(6) received a blood glucose reading of 20mmol/l on the contour next link 2.4, retested on the contour xt and the reading was 8mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The test strips were not expected to be returned. Strip information was not provided. A new meter was sent to the customer.